Manufacturer narrative:
A siemens headquarters support center (cse) specialist reviewed the event. Hsc reviewed the data provided and found no issues with the device. Hsc stated the issue is consistent with patient sample specific issues, sample integrity and short sampling. The cause of the discordant, falsely elevated cardiac troponin result is due to a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate dimension instrument, resulting lower. The customer stated they repeated the same sample on the original instrument, resulting lower. The repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.